Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had partial display anomaly. Customer's blood glucose was unknown mg/dl. The customer was going to deliver a bolus when screen went out. Customer has a loaner pump. Customer stated that half of screen is out. Customer stated that the device was neither dropped nor bumped. The troubleshooting was perform for partial display.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. The displacement test and self test could not be performed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.